Event description:
It was reported the patient's lead was explanted at unknown date and for unknown reason.

Manufacturer narrative:
Date of event is estimated. UDI is not available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Reportable aware date changed from 02 may 2022 to 15 may 2023.